Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and g2 (unmark company representative), additional information added to fields h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation could not be confirmed but is plausible. Based on the results of the investigation and the information provided, it is likely that a malfunction occurred due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found broken distal fibers, a loose handle, and a distorted image caused by a defective cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a new driver board is needed for a video telescope "endoeye high definition ii". The issue was found during reprocessing. There were no reports of patient harm.